Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The rep verified the uninterruptible power supply (ups) level 100% at disconnect from ac power. The rep verified the message popup at 50% of ups battery power and recorded within event viewer. The rep replaced the mvs power board with a new one. The imaging system then passed the system checkout and was found to be fully functional. The mvs power board was returned to the manufacturer and is currently under analysis.

Event description:
A medtronic representative reported that the mobile view station (mvs) was shutting down 30-45 seconds after being unplugged. She noted that this seems to happen after the system has been on for a while or after use in a case. There was no patient involved with this concern.

Manufacturer narrative:
The hardware investigation found that the reported event was related to an electrical issue with the uninterruptible power supply (ups). The ups turned on and was charging with returned batteries. Charged returned batteries over night. Perform 5 min load test on returned batteries. Did not pass load test, (4min 40 sec). Remove original batteries, install known good test batteries and charged over night. Run load test on test batteries. Passed the 5 minute test (6min 11sec). Remove test batteries and install new batteries. Charge new batteries over night. Perform load test, new batteries passed 5 min load test ( 7min 8 sec). Diagnosed problem: battery returned with unit would no longer hold or maintains a charge. The reported event was confirmed. Due to further issues, it was decided to replace the mobile view station (mvs) computer at the site. The site radiology group required that, prior to pc removal, all patient data be cleared from the computer. The site requested to hold off replacement until they have confirmed all information was backed up within their data storage system.

Manufacturer narrative:
Medtronic investigation of suspect returned mvs power board was unable to confirm reported problem. Visual inspection passed. Installed mvs power board in imaging test system and the system functioned as expected. When removed from wall power, the mvs cart remained powered on for greater than 5 minutes 3 times a day while under system test. Charging, 2d and 3d imaging were successful. No problem found. As previously reported the uninterruptible power supply was replaced to resolve the on-site issue and returned to confirm the reported issue.